Event description:
It was reported from italy that once the attachment device was mounted on the body of the engine, it was observed that the device ran hard at lower rotations per minute (rpm) ¿then the due¿. During engineering evaluation, it was discovered that the motor seized, jammed, and was heavy moving. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6).the actual device was returned for evaluation. Reliability engineering evaluated the device and the observed that the motor seized, jammed, and was heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is misuse, abuse and /or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.